Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). Health care professional (hcp) is wondering about low voltage (lv) capacitor advisory and premature battery depletion (pbd). Data analysis showed that this device is depleting in a manner consistent with the lv capacitors advisory. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate; and should no longer be relied upon to determine the depletion status of the device. The device is malfunctioning, and the device should be replaced. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). Health care professional (hcp) is wondering about low voltage (lv) capacitor advisory and premature battery depletion (pbd). Data analysis showed that this device is depleting in a manner consistent with the lv capacitors advisory. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate; and should no longer be relied upon to determine the depletion status of the device. The device is malfunctioning, and the device should be replaced. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). Health care professional (hcp) is wondering about low voltage (lv) capacitor advisory and premature battery depletion (pbd). Data analysis showed that this device is depleting in a manner consistent with the lv capacitors advisory. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate; and should no longer be relied upon to determine the depletion status of the device. The device is malfunctioning, and the device should be replaced. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned implantable cardioverter defibrillator (ICD) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.